Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5-3.5x30-32mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00 x 32mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system analysis without the manifold hub. A visual examination of the stent found evidence of damage. Stent struts from the 4th proximal stent struts row was noted to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break in the hypotube shaft measured at 2 cm proximal to the distal end of the strain relief. The manifold section proximal of this break site was not returned. This type of damage most likely occurred due to excessive force that was applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5-3.5x30-32mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00 x 32mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.